Manufacturer narrative:
The customer stated that one of the tubings popped off, but could not locate where it should be connected to. Bci field service engineer (fse) visited the site on (B)(4) 2011, and found that the line going to valve assembly below waste reservoir was accidentally disconnected from t-fitting while the customer was replacing electrolyte reference. The fse re-attached the line, and primed and calibrated the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 600i synchron access clinical system. There was no effect to patients or user.